Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc device detached after day 7 of wear. As a result, on (B)(6) 2022, the customer experienced unspecified symptoms of hypoglycemia and had a seizure. The customer was provided an injection of glucagon by husband for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. No physical damage was observed on the returned sensor patch and no issues were observed with the returned sensor adhesive. No malfunction or product deficiency has been identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc device detached after day 7 of wear. As a result, on (B)(6) 2002, the customer experienced unspecified symptoms of hypoglycemia and had a seizure. The customer was provided an injection of glucagon by husband for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.